Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during a planned stent removal, the stent was noted to have migrated. The migrated stent was removed from the patient. It was also noted that during the original placement of the stent, the stent was loaded backwards on the delivery system prior to deployment.. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during a planned stent removal, the stent was noted to have migrated. The migrated stent was removed from the patient. It was also noted that during the original placement of the stent, the stent was loaded backwards on the delivery system prior to deployment.. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. **additional information received on (B)(6) 2020** the stent had been indwell in the patient for approximately 1 to 2 months prior to removal. No new stents were implanted in place of the removed stent. Additionally, it was noted the device was an advanix pancreatic single pigtail stent with no leading barb.

Manufacturer narrative:
Block h6: device code 4003 captures the reportable event of stent migration. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: additional information: b5 (event description)